Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture, fluid accumulation. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported left side rupture and fluid had accumulated. Device remains implanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Device evaluation: visual analysis of the returned device identified: red particles in the surface of the shell, broken shell, missing piece of the shell and underweight. A microscopic analysis was performed which identified a striated edge opening, consist with use of a surgical tool and sharp edge broken assessed as unidentified tear opening. Based on the device analysis, the final assessment is a striated edge opening on the radius side assessed as surgical damage, a sharp opening a posterior side assessed as an unidentified tear opening, and missing piece of the shell assessed as inconclusive.

Event description:
Device has been explanted.